Manufacturer narrative:
Section b5: additional information. Section d4 (model and UDI number), g3, h5, h8: correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was completely unaware of the pump stop occurring. The issue has not reoccurred. The patient is stable at home and the patient will be continue to be monitored in clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file identified a controller clock reset. A specific cause for the controller clock not being set could not be conclusively determined through this evaluation as the log file did not capture the onset of the event; however, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery sometime before the events captured in the log file. The account submitted a log file for review. Analysis of the submitted log files revealed yellow wrench alarms, as well as controller not set alarms, were captured throughout the entirety of the log file. A specific cause for the controller clock not being set could not be conclusively determined through this evaluation as the log file did not capture the onset of the event; however, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery sometime before the events captured in the log file. These events would have resulted in pump stoppage. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 29jul2016. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including no external power and low battery power alarms, and the actions associated to resolve the alarms. The heartmate ii patient handbook also provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii lvas IFU is currently available. Section 3 ¿powering the system¿ provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The heartmate ii lvas patient handbook is also available. The section titled ¿how your heart pump works¿ outlines battery charge level, fuel gauge display, and visual and audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. This section also indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). Instructions for exchanging batteries and switching power sources are provided in the ¿powering the system¿ section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a clock reset in his history. Log file analysis showed that the clock defaulted to time stamp 01jan2001 1:00 due to external and backup batteries were allowed to drain. A pump stop was also noted.